Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant air in line! Events during infusion' which were verified through a review of the event history log by the presence of 'air in line!' Events but the failure was not reproduced during evaluation. The cause was determined to be an ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple air in line codes while infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.